Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media post that they have been experiencing low blood glucose level every night ranging from 15 mg/dl to 42 mg/dl. Customer already went into a coma and thinks insulin pump was giving insulin that they do not need. Customer stated that blood sugar goes up to 800 mg/dl when takes insulin pump off. It was unknown if auto mode feature was active or not at the time of event. Customer has reported recurring high blood glucose in the past but refused troubleshooting. The reservoir and insulin pump will not be returned for analysis.